Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. An inspection of the balloon was performed and observed to be unfolded and saline solution was present within the balloon which indicates it had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be escaping from a balloon pinhole at approximately 1.5mm distal to the distal edge of the proximal markerband. An examination of the balloon material identified no issues. A visual and microscopic examination of the markerbands, blades and tip were performed and revealed no issues. Also, the shaft was noted to have multiple hypotube kinks along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2017. It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. During the procedure, it was noticed that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.